Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 04/26/2017. Retain was not tested due to expiry. Return product was not available for investigation. Investigation: a review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Due to the expiration of the cartridge lot (28-jan-2017), retain testing could not be performed. Assessment: there are no repeats on the I-stat. A different sample was tested on the laboratory instrument. The complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification. There is not enough information to determine whether an I-stat product malfunction occurred.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat 6+ cartridges that yielded suspected discrepant potassium (k) result on a patient for procedure testing. There was no patient information available at the time of this report. The customer states that colonoscopy was canceled based on the I-stat result. .return product is not available for investigation. Date:(B)(6)2017, method: I-stat, specimen: venous, collected: 10:12am, tested: 1012, result: 8.7. (B)(6)2017, lab, venous, 11:05am, 1217, 4.7. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).